Event description:
In (B)(6) 2005, (B)(6) was diagnosed with uterine fibroids. As a result, she underwent a laparoscopic supracervical hysterectomy and a right ovarian cystectomy, which involved the use of a (johnson & johnson) ethicon power morcellator. In approx (B)(6) 2015, ms. (B)(6) was hospitalized with a collapsed lung, and it was later discovered that she had seven fibroids in her lungs. Further eval by pathologists at the (B)(6) and (B)(6) medical center revealed that these tumors represented a metastasizing leiomyoma that had spread from her uterus. It is ms. (B)(6) understanding that the use of the power morcellator in the 2005 hysterectomy cause this highly unusual spread of the uterine tumors to the lungs.